Manufacturer narrative:
This report is being filed on an international product, list number 8d06-42 has a similar product distributed in the us, list number 8d06-31/-41. Patient identifier: complete ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely negative architect syphilis tp result on a known positive patient generated on an architect analyzer. The customer questioned this result and provided the following data (reference: s/co values = 1.00 are considered reactive): sample ID (B)(6) tested on (B)(6) 2022 = 0.97 (non-reactive), retested on (B)(6) 2023 = 0.91 (non-reactive), retested on (B)(6) 2023 with an alinity analyzer = 1.25 (reactive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect syphilis tp reagent, lot number 43642be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Ticket and trending review for lot 43642be00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends. Device history record review did not identify any non-conformances or deviations with lot number 43642be00 or the complaint issue. In-house sensitivity testing of lot 43642be00 was completed and concluded that all controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent, lot number 43642be00 was identified.